Event description:
In 2008, abbott point of care was contacted by a customer who reported that, at 11:58am, an I-stat cardiac troponin I cartridge yielded a result of 0.12 ng/ml. The same sample repeated, at 12:30pm on an I-stat cardiac troponin I cartridge yielded a result of 0.00 ng/ml. There was testing on a lab instrument other than the I-stat, however, info and results are not available.